Event description:
The patient's mother reported that the patient has had more seizures since the vns was implanted. It was noted that they understand that the vns isn't at therapeutic levels yet. No further relevant information has been received to date.